Manufacturer narrative:
H3: device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was not confirmed. The connectors are in good condition, the housing and other parts are contaminated with dust, so they will need to be replaced. The batteries do not need to be replaced. The device operated and alarmed as designed.